Event description:
Customer reported that the insulin pump has an alarm clock and he is unable to clear it. Customer stated he replaced the battery and it alarmed battery out limit. Customer changed the battery again and the alarm message display went away but device continues to siren and vibrate. Customer does not recall any events leading to the alarm. Blood glucose level is 104 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Device was monitored for 24 hrs and no unexpected alarm clock alarm noted. Device had intermittent button response due to corroded keypad traces. Device received with cracked display window corner, scratched lcd window, broken reservoir tube lip and cracked reservoir tube window.